Event description:
It was reported that during the functional test performed prior to the procedure with the needle in the driver, the device fired on its own after the second cocking with the safety lock on. There was no pt involvement.

Manufacturer narrative:
The serial number has been provided and sample was returned. The investigation is currently underway.